Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor delivered a monophasic pulse during incoming pulse testing. A root cause investigation of the monophasic pulse is currently underway. No adverse events resulted from the monophasic pulse. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4), fired a monophasic pulse. The last patient ot use this monitor did not report any deficiencies.